Manufacturer narrative:
Correction - d1 and d4. The device was returned for evaluation, and the reported malfunction was confirmed as the device would not power on while using the internal battery. Once the device was connected to ac power, the device powered on. It was observed during evaluation that the device had been opened by the customer, and the original internal battery had been replaced with a different internal battery. Upon further inspection, it was identified that the fuse was blown, which is consistent with the installation of an incompatible battery. Based on testing and inspection results, it was determined that the installation of the incompatible internal battery caused fuse f1 to blow, resulting in the device being unable to power on when operating on internal battery power.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the unit will not turn on. There was no patient involvement reported.